Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation, however medical records were provided for review. The investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model unknown snf filter experienced perforation, migration, and tilt. This report was received from one source. This event involved one patient, with no patient injury. The patient is a (B)(6) year-old female, of unknown weight.